Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lifescan on 12/5/04 and alleged that her meter was prompting an apply sample message. The pt stated that after applying the blood to the test strips, she was still obtaining the apply sample message. She contacted the clinic and the clinic advised the pt to contact lfs. While troubleshooting, the pt continued to obtain the apply sample message. She was using the correct technique. The issue was not resolved with troubleshooing. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.